Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. The complaint related associated test is the limulus amoebocyte lysate (lal) test after sterilization. Results of the samples from the sterilization batch showed the amount of endotoxin met specification. There are no non-conformances with respect to sterilization. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct525, was explanted because the patient developed endophthalmitis post-op. The lens was explanted on (B)(6) 2015, about a week after implantation, by a retina surgeon. The surgeon had to perform a pars plana vitrectomy for the endophthalmitis and the patient was aphakic from (B)(6) 2015 to (B)(6) 2016. The same model lens was implanted on (B)(6) 2016 after the eye recovered. No further information was provided.